Event description:
Received a blood glucose reading of 70mg/dl. Using a finger site. Ambulance was called and the paramedics meter (precision) gave a reading of 30mg/dl. Pt was treated with an IV and released.